Event description:
I was changing my tandem t slim x2 reservoir and infusion set and noticed some white residue in the syringe, it was a new insulin vial used and I always use meticulous clean technique (wash hands, swab the top of the insulin vial and allow to dry, ect.) I am also trained in sterile technique, as I have an active rn and aprn licenses - also a diabetes educator. I tried another reservoir and I noticed the same thing and noticed this in the past, but thought it was just a coincidence. I looked at the old reservoir and I noticed some of the residue floating in the top chamber. The residue pieces were approx 1 mm- 3 mm. I called tech support and they called me back and said that the pieces were from the white rubber stopper where you fill the insulin. It is hollowing out from the needle and that the pieces are "harmless", but could cause an occlusion. An occlusion could cause dka and hospitalization - possibly death. What if these pieces smaller than 1 mm are infused into the subcutaneous tissue? Could this result in abscesses, cellulitis, infection, or sepsis? I read the manual 3 times from cover to cover and did not read anything about this. Furthermore, I have drawn insulin from a vial for years without particles entering the syringe or vial of insulin. Could this be made of the same product? Tandem is sending me replacement reservoirs and infusion sets, but this is an internal product flaw that needs to be addressed urgently. No occlusions noted. FDA safety report ID# (B)(4).